Event description:
Additional information received reported, the patient did not currently have a pain health care provider and was seeing a primary hcp. The patient never went back to her previous managing pump hcp and had not seen anyone about the device since (B)(6). It was noted the patient¿s husband was causing the patient a lot of ¿issues¿ and had been calling ¿everyone in town telling them she is getting high and is on drugs so that when she calls to make an appointment, they avoid her¿. The patient wanted the device removed as it was not in use at all.

Event description:
It was reported that the pump was not in use; "it's dead, it's been empty for a year." The patient thought the "hcp was putting half of the medicine in, and then changing the dial/ lowering it and then saving it for the next visit and putting the other half in." It was added that the doctor wasn't putting the medicine, in and "he was extracting, like, half of it", and per the healthcare provider (hcp), "maybe it's not going in you." A dye test was done and "it went in." This occurred about a year and a half ago. The patient therefore "let it run out" just to see what was going on and "was suffering." The patient decided that he was "done" and went back to his old pain doctors. The patient stopped taking pain medication altogether and just took altram. There was no medication in the pump at the time of the report. It was unknown drug was being infused previously. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n175091009, implanted: (B)(6) 2008, product type catheter. (B)(4).